Event description:
It was reported that approx 44 months post kidney transplant, an ultrasound guided kidney biopsy was performed. Six hours post ¿biopsy, the pt developed abdominal pain and an ultrasound identified a 9x7x7cm subcapsular hematoma, which resulted in a significant mass effect. The pt underwent surgery 24 hours later to evacuate the hematoma. The pt was reported to be stable.

Manufacturer narrative:
Lot number was unk. Therefore, a mfg record review could not be performed. The device was not returned for eval as it was discarded by the user facility. The investigation is on-going.